Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. Before last blood glucose was 189 mg/dl when customer went to bed and woke up with 589 mg/dl the next morning and all throughout the day I was giving shots and it was difficult to get it working. This morning woke up with 321 mg/dl and it was still high. The current blood glucose was 128 mg/dl. Customer treated high blood glucose with manual injections. Based on what is being reported does customer not alleging pump is under delivering. The customer was unable to complete troubleshoot of the high blood glucose. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6).